Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported "damaged keypad". The eval found no response from the #7, #8, and #9 keys, and when pressing any of the remaining an automatic output of the #7 would occur. This was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a damage keypad. It was also reported that there was no pt injury.